Event description:
It was reported that during the procedure, after the lead was placed, during contraction of the heart the lead pulled out. The lead was not used due to patient anatomy and the physician elected to implant a single chamber implantable cardioverter defibrillator (ICD) rather than a dual chamber, therefore, this lead was not needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed, and no anomalies were found. (B)(4).